Event description:
A customer reported via phone call indicating that they experienced high blood glucose ranging from 400 to 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer had issues with their charger not fully charging their sensor. The customer declined troubleshooting the issue. The customer changed the sensor, but found that the sensor was not damaged or bent. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.